Event description:
Failed for: with pressure at 0 cmh2o verify analyzer pressure display. It is unknown if there's patient involvement.

Manufacturer narrative:
H10/11: upon further investigation, this case has been downgraded to a non-reportable event, as it was confirmed that the event occurred during a planned maintenance event. Therefore this complaint no longer meets reportability requirements.